Event description:
It was reported that there was particulate matter inside the elastomeric balloon of the large volume intermate. This was identified during a routine inspection after the device was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 15, 2014 - october 20, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.40 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.